Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10. Additional narrative: investigation summary: a visual and functional assessment was performed on the device. The following steps failed: general condition. Leakage test using bubble emission technique. Check roundness of housing. Check fitting of the lid. Check general function of device. During the service evaluation the following failures were identified: internal finding: leak tightness test failure. Visual: corrosion/rusting/pitting. Functional: locking mechanism stiff/stuck. Functional: mode switch stuck. Device interaction (2+ devices): unexpected disengagement - battery/case/lid. Functional: will not run. Conclusion: failure reported is confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece/modular device had an unexpected disengagement. It was noted in the service order that during pre-surgery, it was discovered that the device did not work anymore. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.